Event description:
Fall off - oral-b [device breakage]. Attachments sit loosely on the metal pin - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b io toothbrush head attachments sat loosely on the metal pin of the oral-b io series 6 toothbrush, and fell off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.